Manufacturer narrative:
Two pictures were returned showing a 'v' shaped particle inside drip chamber, in the fluid path. One used device was also returned for evaluation. As received a black foreign particulate was observed inside the drip chamber, in the fluid path. No additional damage or anomalies were observed. The substance was observed to be flat and metal like. The material could be bent and reshaped. It was also observed to have what appeared to be a green oxidated coating. The particulate was found to be copper covered in salts on the surface. The manufacturing process, tooling and maintenance area were reviewed, and it was found that copper is not used in any of these processes, discarding manufacturing as a potential source of the particulate. The complaint of foreign substance inside the set can be confirmed; the probable cause is unknown. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 146870428. This product was used for the product code and 501k. (B)(6).

Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that experienced particulate matter in the fluid path. The reporter stated, ¿the set had unknown substance inside during priming process.¿ there was no obvious defect noted on the tubing set. No hole, cut, tears or any damage. The tubing was replaced, and therapy resumed. The solution/ medicine used was normal saline, and the event was noted during priming. The products were stored in the air-conditioned room in the hospital. Quantity affected is 1, and the sample is available for return. A sample photo is available showing the foreign matter inside the set. There was no patient involvement, and no patient harm.